Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges unspecified injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol ventralex st patches on (B)(6) 2018 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges unspecified injury and also alleges that the patient experienced emotional distress and the device was defective.